Event description:
The manufacturer received information alleging a ventilator's tidal volume was not functioning. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving alleging a ventilator's tidal volume was not functioning and the device was recalibrated to address the issue. There was no harm or injury reported.